Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's insulin pump stopped working even with battery change. Customer reverted to using insulin pens. Caller will call back with insulin pump information and to troubleshoot. No further information provided.